Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for micrococcaceae (1 cfu/endoscope) the testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] all channels: unspecified microbes (2 cfu/endoscope) [second time; (B)(4) 2020] all channels: hafnia alvei (8 cfu/endoscope) [third time; (B)(6) 2020] suction channel: hafnia alvei (>100 cfu/endoscope) instrument channel: hafnia alvei (>100 cfu/endoscope) -auxiliary water channel: micrococcus luteus (1 cfu/endoscope) air/water channel: unspecified microbes (<1 cfu/endoscope) the device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.